Event description:
Procedure: minimal invasive with longitude product status: explanted-complete it was reported that during, intra-op, the screw was broken off under the head. The product came in contact with the patient. No fragments remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
(B)(4): device returned, analysis yet to begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed mas disassembly. Dimensional inspection of relevant bone screw head identified an out of specification condition. Witness marks noted on surface above retaining ring pocket undercut suggest retaining ring was not fully seated in retaining ring pocket. Wear and plastic deformation noted on the outside diameter of the mas retaining ring ears, and on the chamfer surface of the head (@ 8.1 mm ID), suggest axial misalignment or malposition of the retaining ring to the mas head during implant assembly; the oversized condition of the bone screw head may have also contributed to the foregoing issue. Witness marks were noted on a portion of the complaint return bone screw head and mas head inner diameter. After visual and microscopic examination, dimensional evaluation, and comparative analysis, the observations are consistent with manufacturing error.